Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. The unit returned has the distal tip damaged , as part of overall visual revision. The device has the wire broken at 142cm from the proximal section (the distal tip and the ballweld were returned) also the coil is stretched and kinked in the distal section. It was inspected accordingly. Overall length could not be measured due to the device condition (wire broken). Od of distal tip could not be measured due to the device condition (wire broken and the coil is stretched and kinked). Od of middle and proximal section of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the spring tip of the device did not unravel. The spring tip got broken but is still attached to the core wire which is not broken. Furthermore, the corewire was exposed outside of the spring tip. No difficulties during removal of the device were encountered.

Manufacturer narrative:
Device code (B)(4) relates to component code 463. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire separation occurred. The target lesion was located in the common bile duct. A 035/145 amplatz super stiff¿ guide wire was introduced to the lumen of 8fr non-bsc drainage catheter. However, the physician felt it was very difficult to push in. The wire was removed and it was noted that the braided wire and the core wire were separated or peeled away. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.